Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer found the system working when they arrived on site. In discussions with the biomed, fse learned that biomed had re-set the gim box to restart the system. Fse explained to biomed, the error message "generator interface malfunction", is a resettable message and when displayed will not stop x-ray. Fse checked the cables, connectors and gim box, found all ok. Fse could not duplicate the error without turning off the gim box or unconnecting com4 cable on the x-ray console. Fse completed testing and verification of the system per infimed technical manual, maintenance section. System returned to full service by the customer.

Event description:
Customer reports during a retrograde pyelogram, the fluoro stopped working. Pt was moved to another urology suite and procedure completed. No injury reported. No pt information made available by the customer.